Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to perform preventative maintenance (pm) on the iabp unit and was unaware of the pre-existing service request at the time. When the fse arrived on-site, the iabp was in clinical use. The unit passed all performance and safety inspections as performed for pm per factory specifications. The iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that while the intra-aortic balloon pump (iabp) was in use on a patient, several gas loss in circuit alarms occurred. The customer performed an iab fill and hit start and alarm would occur again 1-2 hours later. There was no indication of a leak and all connections were secure. The company representative suggested swapping out the console but the nurse was reluctant to do this because of the patient's condition. The customer was instructed to save the balloon when removed to be sent back and to send pump to bio-med when possible, and to call with any further issues. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event.

Event description:
It was reported that while the intra-aortic balloon pump (iabp) was in use on a patient, several gas loss in circuit alarms occurred. The customer performed an iab fill and hit start and alarm would occur again 1-2 hours later. There was no indication of a leak and all connections were secure. The company representative suggested swapping out the console but the nurse was reluctant to do this because of the patient's condition. The customer was instructed to save the balloon when removed to be sent back and to send pump to bio-med when possible, and to call with any further issues. No adverse event was reported.